Event description:
It was reported the patient came into the hospital at the physician's request after a telephonic device transmission failed to show any device pacing. Once at the hospital, the patient reported a feeling of "dizziness." Upon interrogation of the device, the physician noted it was not possible to elicit a magnet response from the device. In addition, the battery voltage appeared to drop significantly during interrogation attempts. Immediate device replacement was recommended, however, at this time the device status is not known. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.